Manufacturer narrative:
It was reported that during preparation the sizing balloon was exploded. The device was returned to abbott and the investigation found that the balloon could not be inflated due to the dried crystalized material blocking the inner lumen and entrance into the balloon. The returned state of the device precluded further testing. The cause of reported event could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer sizing balloon ii was chosen for an atrial septal defect (asd) closure procedure. During prepartion, the sizing balloon was exploded. A new 34mm amplatzer sizing balloon ii was chosen and completed the procedure. There was no delay in the procedure and the patient was reported stable.

Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer sizing balloon ii was chosen for an atrial septal defect (asd) closure procedure. During procedure, the sizing balloon was exploded. A new 34mm amplatzer sizing balloon ii was chosen and completed the procedure. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.